Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pocket revision procedure signs of an infection were noted. The cardiac resynchronization therapy defibrillator (crt-d) system was removed due to the infection. While removing the left ventricular (lv) lead the patient experienced a perforation. The patient subsequently developed tamponade and pleural effusion. A sternotomy was performed and the patient was put on bypass and had to received units of blood. The patient was in critical condition. No further patient complications have been reported as a result of this event.